Manufacturer narrative:
Evaluation: "heavy intrinsic and extrinsic calcification was present in the cusp of leaflets one and two. The calcification had reduced mobility to leaflets one and two and thus led to stenosis. A gap was visible at the coaptation region of the leaflets. Minimal to moderate host tissue overgrowth was observed on the stent on the inflow and outflow aspects. A layer of host tissue overgrowth was also observed on the tissue of all leaflets on the inflow and outflow aspects. Leaflets were fused by host tissue overgrowth at the cusp two post. Extensive calcification was noted in the x-ray. "

Event description:
Reportedly, the device was explanted after an implant duration of 93 months due to patient had a tee, findings showed immobility of 2 of the 3 leaflets.